Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Evaluated 1 open/used reservoir (no clear liquid inside barrel) transfer guard and plunger not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix e and none was found. Using a new lab transfer guard and plunger; as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per (B)(4). Conclusion: reservoir passed per bolus and basal test; no leakage and no occluded anomalies were found during test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had a pump error alarm. Customer stated that the reservoir was leak. Customer stated that they were able to clear and unable to rewind the pump. Customer stated that the insulin pump was exposed to moisture. Customer stated that they had a hyperglycemia. Customer blood glucose level was 380 mg/dl. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged insulin pump error and expose to moisture on (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump error alarmed during rewind test due to moisture damaged/ corroded motor home switch. Successfully downloaded history files and traces using thump software. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electric board 1, motor and battery tube assembly noted. The following were noted during visual inspection: scratched lcd window, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged insulin pump error confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.